Event description:
On (B)(6) 2009, hospital personnel discovered patient bleeding, unattended and kneeling on the floor. Patient was bleeding out from his apheresis catheter and losing large amounts of blood as a result. He immediately went into cardiac arrest and required acls protocol for resuscitation. Patient placed on a respirator machine. MRI and eeg results later showed patient had suffered a severe anoxic brain injury due to this incident. Patient taken off the ventilator and died on the evening of (B)(6) 2009. Death by exsanguination.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.